Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of cannula tip fracture. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by forces applied during the procedure in combination with lipid exposure of the tip of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device returned has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "retroperitoneoscopic left adrenalectomy" event description: "staff nurse in the or at the queens said an 11 mm x 100 mm had fragments of plastic that broke off the tip of the cannula. They had to retrieve at least 2 pieces and believe that they retrieved it." Additional information was received via email from senior territory manager on wednesday 20-sep-2017 at 12:53 am: "the product ID is kii fios fixation 11 x 100 mm, will try and find packing tomorrow. Will try to get the lot #. Instruments that were passed thru the trocar it was also used as a scope port. The name of the procedure is retro peritoneal adrenalectomy. This was a non-robotic procedure. The method of insertion was a partial cut down between the ribs, placed on an angle. Changed cannula, pieces of the broken cannula was retrieved." Additional information was received via email from senior territory manager on wednesday 27-sep-2017 at 8:49 am: "she was inserting the trocar at a 30 degree angle between ribs. The surgeon's name was dr. [Name]. The trocar was being used as a working port, not a scope port. 2 small pieces that were broken off from trocar sleeve retrieved and saved." Type of intervention: "changed cannula." Patient status: "no patient injury."